Manufacturer narrative:
This was initially reported on the summary report dated 12/23/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced stress urinary incontinence. The mesh remains implanted. Furthermore, it was reported that the plaintiff died. The causes of death were reported as cardiopulmonary arrest and multiple myeloma.